Event description:
It was reported that customer pump displayed persistent malfunction code 16 and was included in a field correction, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed shipping details, arranged a warranty replacement pump, instructed customer to put malfunctioning pump into storage mode and return it with a prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.